Event description:
It was reported that the patient had the artificial urinary sphincter removed due to leakage in the balloon. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to leakage in the balloon. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced a loss of function beginning (B)(6) 2019. The outcome following the replacement surgery was perfect.

Manufacturer narrative:
H3 device evaluation: the ams 800 device was visually inspected. Microscopic examination revealed a pinhole leak in the cuff shell. The cuff damage is consistent with wear at a fold in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump and balloon were not functionally tested due to the cuff leak, and the balloon specifications were unknown. Device analysis was able to confirm the fluid loss issues.